Manufacturer narrative:
Updated fields: h2, h3, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis evaluation. The mbf instrument was found to have a broken grip at the tip, with a piece measuring approximately 1.37 mm x 1.71 mm broken off and not returned with the instrument. Further inspection of the returned instrument revealed no additional damage or abnormalities.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip/jaw of the maryland bipolar forceps (mbf) instrument completely broke off. The damage occurred during insertion of the instrument into a trocar, affecting the distal end (tip) of the instrument. A fragment fell inside the patient but was immediately retrieved during the same procedure and discarded into the waste box. All fragments were confirmed to be retrieved, and no additional surgical procedures or post-operative tests were required. The nurse noted that the tip was sharper and more pointed than expected, and the damage to the tip was believed to be caused by frequent collisions between instruments. The procedure was completed with a backup mbf instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mbf instrument to perform failure analysis.